Manufacturer narrative:
Event date: (B)(6) 2013. Device is combination product. Patient identifier: (B)(6). Device evaluation by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
Updated: describe event or problem. (B)(4).

Event description:
(B)(4) trial. It was reported that post a percutaneous coronary intervention procedure, the patient experienced chest pains. In (B)(6) 2010 the patient presented with unstable angina and cardiac catheterization was recommended. The 95% stenosed and 14mm long target lesion located in the distal left circumflex with a reference vessel diameter of 2.5mm was treated with pre-dilation and placement of a 2.50x20 mm taxus liberte study stent. This resulted in 0% residual stenosis, the patient was discharged the following day on aspirin and prasugrel. In (B)(6) 2013 the patient experienced chest pain and was treated with placement of an unknown manufacturer's cardiac stent. The event was considered resolved without residual effects and the patient was discharged on the same day.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported in (B)(6) 2013 the patient presented vomiting, sweating and experiencing shortness of breath and was hospitalized.

Event description:
It was further reported that in (B)(6) 2013, a 80% stenosis in the mid segment of circumflex was treated with balloon angioplasty and placement of 2.25 x 32 mm promus element drug eluting stent.